Manufacturer narrative:
Corrections: h6 component code changed from g04105 to g07003. The investigation for the arrhythmia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that a forty-nine-year-old male was admitted with acute chest pain and an inferior myocardial infarction. In the catheter laboratory, the patient suffered a cardiac arrest and required resuscitation and defibrillation. An impella cp was emergently inserted without issue and the percutaneous coronary intervention was performed under impella support. Following the procedure, the impella flow was slowly weaned and the patient had increased ectopy. As the ectopy continued despite multiple repositioning attempts, it was decided to remove the impella. The patient remained hemodynamically stable and was transferred to the intensive care unit.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.